Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to the procedure itself, patient factors (female gender, advanced age, moderate valvular calcification) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 26mm sapien 3 valve was deployed with 0.5ml less than nominal volume of contrast solution. Following post dilation of the valve with the same volume, the patient¿s blood pressure decreased. Transthoracic echocardiogram (tte) showed an effusion and it was determined to be an annular rupture. A thoracotomy found that there was a bleeding point below the left coronary cusp (lcc) and bleeding occurred toward the inner myocardium. Hemostasis was achieved by compression. The procedure was completed after confirming hemostasis. The valve remains implanted in the patient. The native annular valve area measured 440mm2. Moderate valvular calcification was reported.